Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 11/16/2023, the patient was experiencing shakiness and sweatiness. The patient¿s cgm was reading 156 gm/dl and the bg meter was reading 56 mg/dl. The patient self-treated with nasal glucagon spray. The patient¿s husband also called the paramedics. Once the patient arrived, the patient¿s bg meter reading was 200 mg/dl. No cgm comparison value was reported. No treatment or medication was provided to the patient by the paramedics. The patient declined going to the hospital. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.